Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the team wet primed the circuit prior to use. When inserting the pedimag pump into the motor, the pump head remained loose and moveable despite the motor locking screw inserted correctly. The team attempted the same process on the backup motor and had the same result. The team did not trust using the motor and wanted a replacement.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the team wet primed circuits held in storage on standby prior to use. When the pedimag pump was inserted into the centrimag motor, the pump head remained loose and moveable despite the motor locking screw being inserted correctly. That pump was attempted to be placed in another motor and the same issue occurred. The original motor seemed to work well when a practice pump head was placed in the motor and it seated perfectly so the concern was only with the pump head. The pedimag pump was replaced in the wet circuit, which resolved the issue.

Manufacturer narrative:
Section d2b: corrected. Section h3: corrected. Manufacturer's investigation conclusion: the centrimag motor was evaluated following the reported event of the pump head being loose despite the motor locking screw being inserted correctly. The pump was inserted in the backup motor and had the same issue. Additional information provided stated that when a test pump head was placed in the motor, it seated perfectly. The motor would not be returned for analysis. The reported event was not correlated to an issue with the centrimag motor. Device history records could not be reviewed due to the serial number of the centrimag motor being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU (rev. G) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document also instructs users on how to properly secure the pump within the centrimag motor. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.